Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement. The remote service engineer provided part numbers to the customer to replace the user interface assembly and cable. The customer replaced the user interface assembly and cable and the issue was resolved.